Manufacturer narrative:
Complaint not confirmed. The device was returned without an eyelet and no fragment were returned. No abnormalities observed on the anchor, which was still assembled.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a labrum refixation while inserting the pushlock into the drill whole the eyelet broke off. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. The following devices were used during the procedure but no defect was reported with them: 4x ar-1923-ps1 lot: 13995979. 1x ar-6530-1 lot:112711246. 15-dec-2021 update: further information were provided that everything was retrieved out of the patient.